Event description:
It was reported to boston scientific corporation, that an obtryx curved system was obtained for an unknown procedure. According to the complainant, prior to use, the device was found to be "broken" in the package. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).